Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 3.9, lab: 17. Date: (B)(6) 2012, inratio: 2.1, lab: 5.6. Lab draws were done right away. Two correlations were done on one pt. The second correlation was done because the doctor was unsure about the pt's inr dropping quickly. Nurse was unable to provide pt information; stating that the information is confidential.

Manufacturer narrative:
Investigation pending.